Event description:
Isolated aortic valve replacement through right anterior mini thoracotomy. Aortotomy was completed 3.5 cm above the annulus, measured using a ruler. The root was reported to be calcified. The pre-op echo measured 21mm annular diameter, the pre-op CT measured the 28mm annular diameter. The device sized according to the IFU, the transparent sizer passed easily through the annulus and the white side did not, the valve sized as a small. The transparent sizer only took minimal force to pass through the annulus, and no forcing of the transparent side of the sizer. The valve was collapsed successfully on the first attempt. The guiding sutures were placed 2-3mm below the nadir of each cusp. The valve was parachuted into place and deployed successfully. Annulus was visible below the inflow ring on the left coronary cusp side. The valve was removed using the z maneuver with rubber shods on the tips of the pickups. The surgeon decided to re-use the same valve, he was reminded that this was completed off label. The valve was collapsed for a second time successfully, during collapsing the guiding suture on the left coronary cusp was replaced and placed slightly lower. The valve was deployed successfully for the second time, the valve was visually inspected using a scope camera, the leaflet height was equal, the leaflets were coapting when forceps pushed them together. Left coronary ostia visualized being patent, and because of the right anterior thoracotomy, the right ostia was not visible. The valve was ballooned per the IFU and the aortotomy was closed. Attempt to place a pacemaker lead through the left groin was unsuccessful. Attempt to floating wire through the internal jugular to place a pacing lead as well unsuccessful. Direct placement of the pacing wire was unsuccessful through the right anterior thoracotomy. A mini sternotomy was then made to gain access to place direct pacing wires. Direct pacing wires were placed and unable to pace the patient. No echo images were obtained as the anesthesiologist said he couldn¿t see anything with no movement in the heart. The pacemaker box, the pacer leads were all replaced and no pacing was obtained. The incision was extended to a full sternotomy. The heart was manipulated, physician bent the ascending aorta and proceeded to complete direct CPR on the heart. An echo showed the valve was now displaced into the ascending aorta about 2-4 cm. The decision was made to cross clamp and remove the valve. The valve was removed, and an edwards 19 mm magna ease sizer did not fit in the annulus, annular enlargement completed and a 21 mm edwards magna ease was implanted. The patient was placed on extracorporeal support and has no rhythm per last update.

Manufacturer narrative:
A gross inspection was performed on the device in question. The returned valve prosthesis was received in general good conditions; it was blood stained both in the outflow and inflow side. The simulation of collapsing phases was performed using the returned valve pvs 21/s and a demo accessory kit: no anomalies were detected during this procedure during the simulation of the valve deployment, no problems were encountered during the ballooning phase of the returned valve in the silicon aortic root. The valve remained fixed within the annulus, complete sealing was achieved and no abnormalities were observed. Based on the above investigations no abnormalities were observed with the device in question. As indicated in the initial report the valve was explanted and the same device was recollapsed and re-implanted during the procedure. A livanova employee, present during the procedure, identified and stated to the staff present that this action was completed outside the instructions for use for a perceval s valve (sorin: sutureless aortic heart valve, hvv_ls-850-0002_d). The instructions for use state ¿warning: a removed perceval prosthesis must not be re-implanted, because its integrity is no longer ensured.¿ in addition the IFU states ¿patients with an implanted perceval valve may experience valve deformation when emergency cardiovascular procedures, such as cardiopulmonary resuscitation (CPR), are administered post-implant. In such cases, an echocardiographic exam post-procedure is recommended, in order to verify the preserved position and function of the valve.¿ this clearly identifies that during the procedure the valve was explanted following heart manipulation and CPR which is in accordance with the instructions for use for this device. Based on the above analysis, and supporting information from the instructions for use, the device explant cannot be attributed to any factors intrinsic to the device in question. The root cause is thus deemed to be user error due to the manipulation of the heart, which is identified as a known inherent risk of procedure in the IFU.